Manufacturer narrative:
Date of event. Reporter stated event occurred in early (B)(6). The (B)(6) 2016 was used for date of event. Unknown lot number, no sample available.

Event description:
Customer reported 3569 medipore +pad was applied to a cancer patient's port catheter site. When the dressing was removed, the patient allegedly experienced large blisters which delayed her radiation treatment by two weeks.